Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/13/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date - (B)(6) 2017, lot number -no information. Procedure name -no information. Location where the broken piece possibly remained - na. Has it been confirmed that the broken drain piece is in fact the patient¿s body, so far? There was not any drain pieces in the patient¿s body. Any additional dissection or damage to the patient's tissue -no. What medical or surgical intervention was performed? -no, because there was not any drain pieces in the patient¿s body. Are there any plans from another surgery to remove the piece? No. How is the patient¿s current condition? As of (B)(6), the patient was in the hospital, and any adverse consequences had not been observed until then. We got additional information that there was not any drain pieces in the patient¿s body. The patient was inspected by safety control department, then, no broken drain pieces were found in the body. The patient understood it, and left the hospital.

Event description:
It was reported that a patient underwent a urological procedure on an unknown date and a drain was placed. On (B)(6) 2017, when the drain was removed, the surgeon noticed that the drain seemed to be broken. Usually drains are cut perpendicular to the longitudinal, however, the cut end of the affected drain was slant. Therefore, the dr. Assumed that the drain had been broken inside the abdominal cavity, and the broken piece remained there. When he removed the drain, he did not feel that the drain was caught inside the body. Then the patient was inspected by safety control department, and then, no broken drain pieces were found in the body. The patient was discharged. No adverse patient consequences have been observed.